Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation revealed the following: the first sureform 60 stapler instrument logs show (part number 480460-09), (lot number l82231218-0106), was used first, and it was installed on the system 2x and fired 2 blue reloads. On both installs, the first clamp was successful, and the firings were each completed with no pauses for compression. The firing force for the second firing fully completed, however the peak firing force was at the force threshold. The instrument was then removed and not used again in the procedure. Next the second sureform 60 stapler instrument logs show (part number 480460-09), (lot number k10240504-0435), was installed on the system 5x and fired 4 reloads (1 blue, followed by 4 white). On installs 1, 3, and 4, the first clamps were successful, and the firings were each completed with no pauses for compression. On installs 2 and 3, the first clamps were successful, and the firings were each completed with 1 pause for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the second sureform 60 blue reload fire produced an partial fire, requiring intervention. The reload partially fired and partially transected half the length of the reload. The anterior staples did not compress correctly, which resulted in a shear injury of the stomach when the blade came back and produced a hole in the stomach, which needed to be over sewn. The surgeon stapled above the defect through healthy stomach tissue. The procedure was completed robotically. The patient is reported to be recovering well.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the blue reload associated with this complaint. Failure analysis confirmed the reported event. The reload was found to have lodged staples wedged in between the reload in front of the exposed knife. Visual inspection confirms there are 4 lodged staples ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade damage to the knife observed. Additionally, the reload was found to have the knife exposed within the knife track. Log review was unable to confirm any firing failures. The knife was exposed towards the distal end of the returned reload. The reload was found to have cartridge damage. The cartridge was found to be damaged at the distal end and the edge of the proximal end. The knife was inspected and there was blade damage found. The reload blade was found to have mechanical indentations. Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.